Event description:
It was reported that the user experienced hyperglycemia above 400 mg/dl after dinner while using the ilet system, with the event associated with an incorrect meal announcement due to eating more than usual and announcing a usual meal size; the user transitioned to backup subcutaneous insulin therapy and requested additional training, and no device alarms were reported. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included self-management with rapid-acting insulin, continued monitoring at home, and no professional medical intervention or hospitalization. Investigation included user coaching on disconnecting from the ilet before moving to backup therapy and assignment for additional training. Investigation of this case revealed use-related error related to meal announcement size, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction associated with meal announcement error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.